Event description:
It was reported that the patient experienced a nocturnal low blood glucose while sleeping, with a lowest cgm value of 56 mg/dl confirmed by a glucometer at 59 mg/dl, lasting about 20 minutes and treated with 10 g of fast-acting carbohydrates, with no alarms and no identified precipitating factors; device problem and component details were indeterminate based on available information. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, and insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.